Event description:
It was reported that the patient experienced a loss of therapeutic effect (tremors), which were gradually getting worse. The symptoms occurred after the patient had to chase after her dog. The patient was reprogrammed on (B)(6) 2012 and her symptoms were easily captured. There was nothing wrong with the neurostimulation system.

Manufacturer narrative:
Extension model 37085-40, serial # (B)(4), implanted (B)(6) 2012, explanted unk; extension model 37085-40, serial # (B)(4), implanted (B)(6) 2012, explanted unk; lead model 3387s-40, lot # v511640, implanted (B)(6) 2012, explanted unk; lead model 3387s-40, lot # v674524, implanted (B)(6) 2012, explanted unk; programmer model 37642, serial # (B)(4).